Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended, leading to stenosis. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm surgical mitral heart valve is failing after an implant duration of approximately seven (7) years, ten (10) months due to mitral stenosis caused by a stiffened leaflet. The patient is scheduled to undergo transcatheter mitral valve replacement. No additional details were provided.